Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the device was not detected on communication bus and all cubie pockets had same error. The customer stated that this malfunction caused a delay in dispensing the medication to the patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2.1 & 2.2 was not detected on the communication bus and all cubies with same error. The field service engineer found that no lights were present at the back of the drawer. The fse then replaced the drawer board to resolve the issue and verified that all pockets were detected. The system functioned as intended after the field service engineer repaired the device